Event description:
The manufacturer received information from a third-party distributor that a trilogy evo ventilator is not operative. There was no serious patient harm or injury that occurred or was reported. The device has not yet been returned for evaluation. Good faith efforts are actively being made to have the device returned for evaluation. If the device is returned and evaluated, a follow-up report will be submitted with the evaluation results.

Manufacturer narrative:
The manufacturer received information from a third-party distributor that a trilogy evo ventilator is not operative. There was no serious patient harm or injury that occurred or was reported. The trilogy evo device was returned to the third-party service center for evaluation, and the customer¿s complaint was confirmed. During the evaluation it was noted that an error code, internal battery not detected event (e-046) was found on the device's error log. During the evaluation, the third-party service technician did not provide any findings on the cause of the ventilator not operative for this device. In addition, the system leak verification test step had failed during testing of the device. The third-party service technician evaluated and determined the tubing had caused the system leak test to fail on the device. The third-party service technician reseated the tubing to address this issue. Additionally, during the service of the device, the air foam inlet filter, particulate filter, and muffler were replaced for preventative maintenance unrelated to the reportable issue. The machine flow sensor was replaced for contamination unrelated to the reportable issue. The device passed all final testing.